Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as the patient remains on going with the implanted device. Although the reported alarms were confirmed via the submitted system controller log file, the cause of the events could not be conclusively determined. The log file captured multiple low speed and pump stoppage events with corresponding elevations in pump power and pulsatility index. All of the events occurred while the system was operating on the power module. Approximately 20" of the percutaneous lead (lead) was returned for evaluation. Examination of the lead found breakdown of the braided shield at the terminus of the connector bend relief. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not find a device related issue with the returned section of lead that would have contributed to the events captured on the system controller log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years, 3 months. The replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced multiple low flow, low speed and driveline disconnect alarms. The patient was asymptomatic. An on site percutaneous lead evaluation was performed by the manufacturer's technical service team. It was observed that the percutaneous lead had previously been repaired with rescue tape, directly proximal to the bend relief section. Upon x-ray evaluation, some shield stretching near the exit site was noted. A percutaneous lead repair was performed approximately 3 inches away from the skin exit site. After the repair, the patient was connected to a regular grounded power module patient cable and no further alarms were reported. No additional information was provided.